Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump unexpectedly went into safe mode. The patient was given oral baclofen until the pump could be reset. The patient went into the doctor's office on (B)(6) 2018 where the alarm was cleared and the pump was reset by the nurse without incident. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved as of (B)(6) 2018. The pump remains implanted - in service. The patient's status at the time of the event was indicated as alive with no injury. No further actions were required. No further complications were reported/anticipated. Patient medical history included a motor vehicle accident over 10 years ago and nerve damage. The patient also had trouble communicating. The concomitant medications were unable to be obtained

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg/ml at 798.1mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 the healthcare provider reported that yesterday the patient stated that the pump was critically alarming. Today the patient came to the office and upon interrogation the logs showed a reset occurred, reset watchdog and safe state occurred on (B)(6) 2018 at 17:15. The healthcare provider denied any emi interaction with or around the pump. It was reviewed to reprogram the infusion mode and to monitor the patient and the pump. There were no reported patient symptoms and no further complications were reported.